Manufacturer narrative:
This report is submitted on september 17, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement and pain, swelling and redness at the implant site subsequent to sustaining a head trauma. Surgery to reposition the magnet was completed on (B)(6) 2021. The implanted device remains.